Event description:
Customer called lfs in 8/2002 alleging the fasttake meter was reading inaccurately erratic. Blood glucose results were 61, 263, and 30 mg/dl. Tests were done within 10 minutes with a difference of 117%. Customer did not experience any adverse events at the time, customer was hospitalized one week later due to dehydration and a glucose reading of 605 mg/dl. No further info has been reported. Unable to reach customer via phone, will send a letter to attempt to obtain more info.